Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for a microwave procedure of the liver. When withdrawing the applicator from the patient for repositioning, it was noted the tip of the applicator was bent. The tip remained fully attached to the applicator shaft. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The customer's reported complaint description of the tip fracture cannot be confirmed because no sample was received for evaluation. Without receiving product to evaluate, a root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Although a root cause cannot be determined without receiving a sample, a possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device not available for return.